Manufacturer narrative:
Additional information was received that the patient's pain was not device related. The patient underwent a nerve block which was not associated to the device.

Event description:
A report was received that the patient was experiencing worsening of pain when turning his head left and right. It was also noted that the patient was feeling a zap on the right side. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing worsening of pain when turning his head left and right. It was also noted that the patient was feeling a zap on the right side. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient was not experiencing a zap but instead a muscle cramp.

Event description:
A report was received that the patient was experiencing worsening of pain when turning his head left and right. It was also noted that the patient was feeling a zap on the right side. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.